Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results, both above the acute myocardial infarction cut-off and within the risk stratification range, were generated on the unicel dxc 600i synchron access clinical system for two patients. Beckman coulter inc assessment of customer supplied data indicated that repeat testing of the patients' samples was performed on the original instrument which produced lower accutni results. The first patient's results were within the risk stratification range but outside of the assay's stated precision claim for the first sample and within the normal reference range for the second sample. The second patient¿s repeat testing was also lower and within the risk stratification range. The erroneous/imprecise accutni results were not reported out of the laboratory and hence no death, serious injury or modification to patient treatment was associated with this event. The samples were collected in plasma tubes without a gel separator, were tested within one hour of collection and were centrifuged prior to testing. The samples were analyzed from the primary tubes through the instrument's cta (closed tube aliquoter). Beckman coulter inc assessment of customer supplied instrument performance data indicated that, during the timeframe of the event, the instrument accutni quality control (qc) result for all three accutni levels were within the customer's established ranges. All qc values were within one to two standard deviations of the customer's established means prior to and on the day of the event. Beckman coulter inc assessment of customer supplied instrument performance data also indicated that a calibration performed prior to the event generated acceptable results with an acceptable percent coefficient of variation. A system check performed prior to the event generated acceptable results. There were no errors posted to the event log during the timeframe of event. No other patient results are in question as part of this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012. The field service engineer (fse) performed preventive maintenance activities on the instrument. The fse verified ultrasonic performance and performed precision testing on both the access 2 and the cta. All precision test results passed within the instrument's specifications. The fse also performed a high sensitivity system check and a cta carryover test both of which passed within the instruments' specifications. The fse did not note any hardware issues which would have contributed to this event. Upon the completion of the necessary assessments, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.